Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between april 27, 2018 - april 28, 2018. The device was received with marking on the alleged location of the leak. Bag was cut where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the base of the spike port in the marked area. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.